Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Dealer states tilt actuator will not operate with 24 volts from wiring harness on chair or with direct battery connection.